Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported event; aneurysm enlargement. Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib, dilation of the main body (the reported event was a cuff, but there has been no evidence of a cuff implanted). Additionally there was evidence to reasonably support the following observation; endoleak type ia. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata graft material (fabric breach and stretched fabric). Additional contributing factors cannot be determined due to a lack of imaging studies surrounding the event. Dilation of the main body stent was reported. Procedure-related, anatomy-related and user-related issues, off label or cautionary product use conditions could not be determined. Associated clinical harms for this device failure included: type iiib endoleak and aneurysm enlargement. No procedure related harms were determined. The most likely cause of the loss of seal could not be determined due to a lack of medical imaging surrounding the event. Likely contributing to the type ia endoleak was the cautionary product use condition of revision of a previously placed surgical graft. No procedure related or user related conditions contributed to this event. Unable to determine anatomy related and off-label product use conditions due to a lack of imaging from prior to implantation. Associated clinical harms for this device failure included: type ia endoleak. No procedure related harms were determined. The final patient disposition was reported to be pending a secondary procedure. Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012 an afx bifurcated stent graft and limb extension was used to treat a patient with an abdominal aortic aneurysm. Approximately 4.5 years post-op, a CT scan showed a possible type 3b endoleak. Location of the endoleak could not be confirmed. The CT scan also showed proximal cuff dilation to 38mm in diameter with aneurysm enlargement. Patient will be scheduled for a re-intervention at an unknown date.